Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not making ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The user facility¿s biomedical engineer (biomed) stated he tried to order parts but they were on back order. Since parts were on back order, the biomed decided to troubleshoot further to find a solution. The biomed disconnected and reconnected all connection on cooler heater unit, after that everything was working. No additional action will be taken at this time.

Manufacturer narrative:
Technical support advised the user facility's biomedical engineer (biomed) to replace the pressure switch and ice sensor kit.